Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device had a damaged connector head.

Manufacturer narrative:
Concomitant medical devices: 694958 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient was scared, experienced significant pain, and had elevated troponin levels when they were admitted to the emergency room after receiving 24 inappropriate shocks from their right ventricular (rv) lead due to noise from a confirmed fracture. In addition, the lead exhibited high impedance. Initially, the detections were programmed off until a lead revision could be performed. The lead was later explanted and replaced. During the extraction of the rv lead, the physician noted damage to the device header of the existing implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.